Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device showed the wrench icon. Physio-control evaluated the device and verified the reported icon illumination. In addition, physio evaluated the device download and observed that the device internal battery capacity was at critical low levels for a brief period of time. The device would not be able to provide defibrillation therapy during that time. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed a malfunction that depleted the internal hlc batteries at a rapid rate. The cause for the malfunction was determined to be excessive current leakage from the analog pcb assembly due to process residue on the fl 9 filter. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.